Manufacturer narrative:
The device associated with this complaint was not returned for evaluation. A supplemental report will be filed if and when the product is returned and investigation has been completed.

Event description:
As reported, the thermogard console (sn (B)(4)) has a blank monitor on the display head. No additional information was provided. Patient use information was requested but no additional information was provided, therefore patient use is unknown.